Event description:
The reporter contacted (B)(6) on (B)(6) 2012 regarding a meter issue and (B)(6) in turn contacted animas on (B)(4) 2012 to relay a complaint regarding an alleged communication failure between the meter remote and the insulin pump. The reporter stated the patient experienced elevated blood glucose (bg) of >500 mg/dl with associated nausea, abdominal pain and thirst the morning of an undisclosed date. The reporter stated the patient was taken to the healthcare provider (hcp) for evaluation. The patient's bg was reportedly noted to be 536 mg/dl at the hcp office. The reporter stated the patient received a correction bolus at the hcp office, which brought the patient's bg down quickly to 130 mg/dl. The reporter stated the patient reported that he noted several days prior that there was an issue with the meter remote screen being fuzzy and the patient claimed he was not able to read the screen intermittently; however he continued to use the system for insulin delivery. The nurse at the hcp office reviewed the pump history and noted that none of the boluses that were reportedly given via the meter remote were recorded in the pump history. The pump's alarm history did not show any record of alarms or anything else other than the bolus history not showing any boluses recorded for the date of (B)(6) 2012. Customer technical support was unable to troubleshoot the communication between the meter remote and the insulin pump due to the unreadable remote screen. Troubleshooting did confirm all settings in the pump were set as intended and there was no evidence of loss of power or interruption of insulin delivery. This complaint is being reported because the patient experienced elevated bg while using an insulin pump and meter remote that had a known display screen problem.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.